Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with a shot. The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 400 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. Customer stated the insulin did exit. Customer was advised that the pump will be replaced.